Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving baclofen (1600.0 mcg/ml at 439.6 mcg/day) and dilaudid (4.0 mg/ml at 1.0990 mg/day) via an implantable infusion pump. It was reported the healthcare provider (hcp) was unable to completely fill the pump. No patient symptoms were reported. During a pump refill, the provider was able to fill pump with only 38 of the 40 prepared ml of pump medication. The reservoir volume was programmed to 38 ml. No action was taken as an intervention. The outcome of the event was noted as resolved with no further action planned. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2016 indicated the cause for the inability to completely fill the pump during a refill was not documented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.